Event description:
An ethicon harmonic scalpel hand piece was used minimally during a laparoscopic removal of a dermoid cyst from an ovary. After the device was removed from the patient, approximately half an inch of insulation broke off the tip of the device. The insulation that broke off appeared to be intact and there was no harm to the patient. No apparent visual defects prior to use. Packaging was intact.